Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was noticed from a clearlink secondary set. It was further specified that a pinhole was discovered distal to the drip chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. The device was functionally tested and noted a leak from the drip chamber outlet port. Further inspection revealed the tubing was crimped at the connection point. The reported condition was verified. The cause was determined to be related to the machine used during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.